Event description:
Boston scientific received information that the left ventricular (lv) lead displaying increased pacing impedance measurements greater than 2,000 ohms. Threshold measurements were reported to have improved since implant. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.